Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received pump error alarms. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer performed and the customer stated a pump error alarm occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin pump error noted. The hardware low levels alarm confirmed in the insulin pump history due to cold solder joint on u1 keypad assembly. Device received with serial number label fading.